Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The identified fault patterns are most likely attributable to the device being subjected to excessive mechanical force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a detached locking pin. Furthermore, the following additional issue was identified during inspection: the insertion tube was found bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the telescope, had a pediatric lens pin break. The issue was found during maintenance. There were no reports of patient harm.